Event description:
It was reported that during a ptca/stent procedure in a heavily calcified lesion a stent was deployed in an artery without pre-dilatation, contrary to instructions for use. The balloon burst during deployment, and attempts to remove the delivery system from the stent were unsuccessful. The delivery system was pulled and twisted against considerable resistance and several minutes later the device broke free, and under fluoroscopy, it was noted the distal shaft, which included the distal marker, was still inside the vessel. The separated portion was retrieved with a snare device. Angiography revealed a dissection distal to the stent and that the vessel had become occluded. An attempt to open the vessel with a balloon catheter was unsuccessful. The pt experienced a myocardial infarction and was treated medically. No additional attempts to intervene were made. Reportedly, the pt left the cath lab in stable condition.